Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the thigh. The patient was hospitalized with diabetic ketoacidosis and at an unknown moment during the event the cgm was reading 304 mg/dl and the blood glucose reading was 84 mg/dl. The initial report was received via a web self-service and no further information was reported. Multiple attempts to contact the patient to gather more details regarding the event were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.